Event description:
It was reported that the patient experienced an adhesive failure for three infusion sets on (B)(6) 2026 as the infusion set accidentally pulled out during use due to the tubing catching on something or the pump falling.

Manufacturer narrative:
MDR 3003442380-2026-09021 / initial 2 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380